Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving 500 mcg/ml unknown baclofen at a dose of 293 mcg/day via an implantable infusion pump for intractable spasticity and stroke. It was reported that a motor stall was seen at initial interrogation on (B)(6) 2018. The patient had recently had an MRI. The MRI was not done due to a suspected problem with the manufacturer's device or therapy. It had not been less than two hours since the patient exited the MRI field. The patient had a routine yearly MRI and it was approximately two hours since the patient left the MRI field and the pump was still showing a motor stall. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.